Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker entered backup vvi mode. Technical services was contacted, and the pacemaker was reverted from backup mode. However, a few moments after the reversion, the pacemaker switched to backup vvi mode again. No interventions or changes were performed. The patient remained in a stable condition.

Manufacturer narrative:
The reported event of unexpected mode switch was confirmed. The device was in backup operation upon receipt. Device image was analyzed, and error codes were noted consistent with a hybrid integrated circuit anomaly. After re-loading the product code, the device was tested under nominal settings, and the results indicates normal functionality. The device was monitored with load for several days and results were normal. Further analysis of the output signal found normal pacing parameters. Backup operation could not be reproduced. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Correction: section g2, "health professional" should have been checked in 2017865-2026-05598.

Event description:
New information received notes that the pacemaker was explanted and replaced on (B)(6) 2026. The patient was stable before, during and after procedure.